Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Reported issue: on may 14, 2019, it was reported that the device display will not light. DHR review: the device history record (DHR) for the vp500d vasopress pump with serial number 513803 review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. The vp500d vasopress pump for serial number (B)(4), the device was noted to have been previously repaired by zimmer biomet surgical /compression therapy concepts (c.t.c.) On june 26, 2015. The repair included replacement of compressor. Device evaluations results/investigation findings: product review of the vp500d vasopress pump performed by zimmer biomet surgical on june 03, 2019 revealed that the cord was damaged. Additional product evaluation was performed by zimmer biomet surgical on september 10, 2019 since the original evaluation performed on june 03, 2019 did not provide any additional information regarding the confirmation of the reported event/functional inspection. Product review performed on september 10, 2019 revealed that the power cord was cut exposing copper wires. The device housing had scratches. Repair of the vp500d vasopress pump was not performed by zimmer biomet surgical due to the device being scrapped after product evaluation. Probable cause/root cause: the reported event "the device display will not light" was not confirmed since during product review the device did not power on and the issue with the display could not be determined. A definitive root cause of the issue with the device display could not be determined with the provided information as the reported event was not confirmed since the device did not power on and the issue with the display could not be determined. The device was scrapped after evaluation the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). There was no patient impact and the reported event was not confirmed. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
The initial event was reported as a product return with no additional detail. The information below was supplied upon repair of the product: it was reported that the unit's display will not light. The customer responded back with no impact. The investigation identified a damaged power cord with exposed copper wires. No adverse events were reported as a result of this malfunction.